Event description:
It was reported that a clearlink secondary medication set experienced a no flow. The user was using the secondary set for a piggy back medication infusion. The user observed a simultaneous flow. The user placed the secondary bag below the primary bag to see if the solution would flow into the secondary bag; the solution did not flow as predicted. The facility clamped the primary set in order to avoid simultaneous flow. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This medical device report is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was received for evaluation. A visual inspection was performed; no malfunctions were noted. The secondary set was spiked, reprimed, and connected to the y-site of the primed primary set; a needle was attached to the male luer of the primary set to simulate use. Both sets were found to prime and flow normally with no simultaneous or back flow noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.